Manufacturer narrative:
There will be no sample returned to evaluate. The sample is being retained by risk management at the facility. A follow-up investigation report will be sent when completed.

Event description:
The event is reported as: newborn premature infant was intubated in order to receive surfactant through the et tube. The infant's oxygen saturation dropped and neck and abdomen became distended with free air. Pt went into cardio-pulmonary arrest. Resuscitation was attempted but pt expired. Clinician who reported event believes there is the possibility that the tip of the et tube is sharp enough to cause a tracheal tear. The clinician reported that the autopsy results allegedly revealed a tracheal tear.